Event description:
Customer reported that she changed the infusion set and the insulin pump alarmed motor error during cannula fill. The device has not been bumped, dropped or exposed to a strong magnetic field. It was confirmed that the sensor feature was turned off. Customer is able to complete the rewind sequence. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck on a motor error alarm that occurred during the bolus or basal delivery. No motor position encoder error alarm could be confirmed due to an erased history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked case at the battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.